Event description:
Covidien technician upon evaluation, found the unit is missing segments in the display. There was no pt harm.

Manufacturer narrative:
Covidien verified the unit display was missing segments. Isolated the problem to the display pcb (printed circuit board). (B)(4).